Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault and elevated iop. As of the date of MDR submission, the lens has not been returned for evaluation. There are no plans to exchange the lens.

Manufacturer narrative:
Product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found optic torn and haptic torn. Dimensional inspection found lens to be within specifications. (B)(4).